Event description:
Caller reported that insulin gauge displayed an amount different than expected. There was no adverse impact to the customer's blood glucose level as the issue occurred earlier in the day. The customer loaded a new cartridge.